Event description:
The pt reportedly experienced intermittences, followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery is under consideration.